Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer stated she felt horrible and treated with shot. The customer stated she was hospitalized on (B)(6) 2017 at (B)(6) medical center. Customer declined to troubleshoot for high readings. She did not take her pump off while in the hospital. She took intravenous fluids and worked down the high readings to 250 mg/dl before the hospital released her. The customer states she is having issues with her transmitter. The product will not be returned for analysis.